Manufacturer narrative:
Concomitant medical products - unknown head catalog #: ni lot #: ni , unknown liner catalog #: ni lot #: ni, unknown trilogy cup catalog #: ni lot #: ni, unknown m/l taper kinectiv neck catalog #: ni lot #: ni. The complaint sample was not evaluated, but post-operative complications were able to be confirmed through radiographic inspection. Radiographic inspection identifies a right pelvis/acetabular periprosthetic fractures. Additionally, the acetabular and femoral components were both dislocated. It is unknown when the x-rays were taken or if there were other contributing factors related to the patient's revision. A device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02446, 0001822565-2018-02447, 0001822565-2018-02448, 0001822565-2018-03306.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown liner, unknown; unknown, unknown cup, unknown; unknown, unknown head, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 02447, 0001822565 - 2018 - 02448, 0001822565 - 2018 - 02446. Product location unknown.

Event description:
It was reported that a patient underwent hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown date due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.